Manufacturer narrative:
Additional information was added to h6, and h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion with value of 23 psi (pounds per square inch) during testing. There was no patient involved. No additional information is available.